Manufacturer narrative:
The device was received for evaluation. Functional flow rate testing was performed, and the flow rate of the device was found to be within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a low infusion rate multiple times. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.